Manufacturer narrative:
As the reported complaint samples were not returned, angiodynamics was unable to perform a device evaluation. The customer's reported complaint description of a fractured fiber cannot be confirmed because no sample was provided. Without receiving a sample to evaluated, a root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. Adequate process controls are in place to detect this failure. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device unavailable for return.

Event description:
As reported (B)(6) 2016, a (B)(6), female patient presented for an endovenous laser procedure. During withdrawal, the laser fiber fractured inside of the patient. The fractured piece was successfully removed from the patient. There was no harm or injury to the patient due to this event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.